Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. During product analysis a guidewire was successfully inserted through the catheter without any resistance. A kink in the kinked guidewire lumen was noted. It's likely that the kink in this location occurred when the user deployed/undeployed the catheter without a guidewire inserted.

Event description:
During a pulmonary vein isolation procedure, a farawave was selected for use. At the beginning of procedure, it was noted that catheter could not be moved into flower and neutral position, it was difficult to remove the wire in the catheter. The catheter was replaced, and the procedure was completed without patient complications. The device was received for analysis.

Event description:
It was reported that during a pulmonary vein isolation procedure, a farawave catheter was selected for use. At the beginning of the procedure, it was noted that the catheter could not be moved into flower and neutral position, it was difficult to remove the wire in the catheter. The catheter was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Visual inspection found no damage to the device. The device was returned without the guidewire inserted. A guidewire was inserted into the catheter, and it was unsuccessful since resistance was felt inside the guidewire lumen. The catheter was dissected for further inspection. It was noted that the guidewire lumen kinked outside the inner hypotube. It is likely that the damage in this location potentially occurred when the catheter was deployed or undeployed either without a guidewire or without ensuring the guidewire was properly or fully inserted to the distal catheter end. Improper guidewire positioning or potential mishandling of the device during retraction procedures may also have contributed to the guidewire lumen kink.

Event description:
It was reported that during a pulmonary vein isolation procedure, a farawave catheter was selected for use. At the beginning of the procedure, it was noted that the catheter could not be moved into flower and neutral position, it was difficult to remove the wire in the catheter. The catheter was replaced, and the procedure was completed without patient complications. The device is expected to be returned.